Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a nurse was performing a weekly shock test on the heartstart mrx defibrillator paddles when she received a shock from unit. There was no negative impact, the nurse did not need medical attention.

Event description:
It was reported to philips that a staff performed a weekly shock test on paddles and received a shock from unit but was not 150j. There was no negative impact, the nurse did not need medical attention.